Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause for the reported condition of does not function was not determined. However, during evaluation, it was determined that the device generated heat. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device had a worn bearing, produced vibration, generated heat and had foreign substance/debris/cleaning/sterilisation. It was further determined that the device failed pretest for vibration and temperature. It was noted in the service order that the device did not work at all during the first surgery case. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.